Event description:
Meter name: one touch ultra. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt reportedly was not able to get a result on the meter. The meter allegedly was prompting "error 1". There was a result of 78 (units not specified) documented. The source of this result is unk. There was no result obtained from any other source. There was no comparison between pt's meter and any other device. There was no treatment. No further info has been reported.